Manufacturer narrative:
The fsr replaced the level sensor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the yellow level sensor was not alarming when the level was low. It was alarming when the level sensor was disconnected but when it was attached to a surface with no liquid on the other side, the module remained green and did not alarm. Level sensor gel was applied, and the level module was changed out, but the issue persisted. There was no patient involvement.